Event description:
This pi is for the robot used in the primary tka. It was reported a stage 1 revision was performed on patient's left knee. An irrigation and debridement was performed, all tka components were removed and an antibiotic spacer was placed. Rep provided the primary implant sheet and reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding revision surgery for a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 654 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding revision surgery following a tka procedure. There were two other reported events for the listed catalog number (B)(4). Conclusion: product inspection could not be completed because log files and session files were not available due to hospital policy. H3 other text : evaluation could not be performed because the logs/session files were not provided.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the robot used in the primary tka. It was reported a stage 1 revision was performed on patient's left knee. An irrigation and debridement was performed, all tka components were removed and an antibiotic spacer was placed. Rep provided the primary implant sheet and reported that no further information will be released by the hospital or surgeon.